Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's lead reflected high impedance values on multiple lead contacts. As such, the patient underwent surgical intervention wherein the lead was explanted and replaced.

Event description:
Follow-up information revealed the patient has effective stimulation following the procedure.